Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the nurse had 2 syringes to administer of doxorubicin (split dose). The first syringe was administered without any leaking issue. The second syringe would leak small amounts of drug whenever she would pull back and push the medication. Even when she would try and tighten the connection, it would still leak. There is no report of patient harm.